Event description:
It was reported by service report that the foot end of the bed would not completely lower and there was the potential for fluid ingress from the footboard control panel and lid damage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lost limits, lid. Footboard control panel.